Manufacturer narrative:
Initial report for internal case number: (B)(4). Risk review: as per (B)(4) rev 13 - 1081 aurical aud & madsen a450 - risk analysis: hazard ID 6.5. Cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk 3 (low) and acceptable.

Event description:
At (B)(6) scan, we were informed that the headset detached and struck the patient's face, causing an injury, and that the patient made a ser ious complaint to the hospital.